Manufacturer narrative:
While deploying a 5f mynxgrip vascular closure device (vcd), the advancer tube did not stay down when the doctor pulled back the unknown sheath. The device was removed and reverted to manual compression. It was confirmed that the advancer tube was in the device and was not missing. This procedure was a y90 procedure (5f arterial retrograde) ¿ no anticoagulants were involved. The patient was noted to be very thin. There was no reported patient injury. The doctor was trained with mynxgrip device. The device was opened in a sterile field. The device will be returned for evaluation. As per the sales rep, the doctor claims that this has happened with other devices with the same lot number. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. It was reported that ¿the advancer tube did not stay down when the user pulled back the unknown sheath¿. However, the advancer tube was observed deployed on the catheter shaft, covering the balloon proximal tip as received. It is unknown if the device was manipulated post procedure. A portion of the sealant was observed on the catheter, covering balloon neck. The syringe and procedure sheath were not returned for investigation. The device was inspected for damages/anomalies that may have contributed to the reported incident and no damages/anomalies were observed. Per functional analysis, the advancer tube was manually retracted and found properly engaged to the proximal tamp lock during functional investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, no damage or anomalies were observed on the tamp locks when inspected at high magnification. No damages that would have prevented the advancer tube from engaging to the proximal tamp lock were observed. A product history record (phr) review of lot f2033502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Do not move the sealant sleeve¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#: f2033502 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
While deploying a 5f mynxgrip vascular closure device (vcd), the advancer tube did not stay down when the doctor pulled back the unknown sheath. The device was removed and reverted to manual compression. It was confirmed that the advancer tube was in the device and was not missing. This procedure was a y90 procedure (5f arterial retrograde) ¿ no anticoagulants were involved. The patient was noted to be very thin .there was no reported patient injury. The doctor was trained with mynxgrip device. The device was opened in a sterile field. The device will be returned for evaluation. As per the sales rep, the doctor claims that this has happened with other devices with the same lot number.